Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using two prostyle devices two-days post intervention with impella support using a 14f sheath. Reportedly, the procedure was completed on (B)(6) 2024 with the patient remaining in the hospital for observation with impella support continuing. When the impella was to be removed on (B)(6) 2024, two prostyle devices were deployed. One prostyle suture did not capture the vessel wall. A second prostyle was deployed, yet the footplate could not be closed. The device had separated into two pieces with the proximal portion removed and the distal portion (broken at the connection between the metal and black plastic) remaining. Surgery was used to remove the distal portion of the device with surgical suturing achieving hemostasis. There was a clinically significant delay and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494: indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported guide separation was confirmed. The reported difficult to close foot was not confirmed due to device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use, states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation determined that it is likely that the challenging anatomical conditions, high angle of insertion, excess downward force, or aggressive downward or torsional pressure contributed to the separated guide. The separated guide likely contributed to the foot functionality and subsequent device entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.